Event description:
It was reported that the pt's device was explanted for a technology upgrade. During the procedure the cochlea collapsed. The pt was reimplanted with another advanced bionics cochlear implant.